Event description:
Additional information noted the patient did not usually take his medication but when they are in too much pain, they turn the stimulator on. It was reported the patient was ¿just staying in a depressed state.¿ it was stated it¿s ¿real sensitive¿ right now.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain, a burning sensation, warmth, and tingling at the stimulator site. The stimulator was not working. When the patient tried to charge it, the stimulator would not "take a charge right" and ran down faster than it should. This was noticed 3-4 months ago. The patient did not use the stimulator often, as he felt pain, etc, when he turned it on. The last time the patient charged successfully was more than a year ago. The patient requested help with reprogramming. Additional information was requested, if information is obtained, a follow up report will be sent.